Event description:
The customer reported a post operative error of -2.50. The customer declined to answer any questions or complete a questionnaire. The customer stated they were checking into the issue and stated they weren't sure if this was a system issue or user error.

Manufacturer narrative:
The customer contacted the company technical support specialist and did some troubleshooting. The company technical support specialist requested a copy of the scans be faxed in-house for review and to assist in evaluating the event. The customer did not request service. No scans were sent and the customer did not respond to calls requesting the scans. The root cause of the pt event cannot be determined in this investigation. This report mailed in to FDA on: 07/03/2008.